Event description:
The patient was undergoing an endovascular stent placement for iliac aneurysm. One cover stent was placed. While attempting to place a second cover stent, there was a malfunction of the deployment device. The viabahn device appeared to be affixed to the deployment device and they were both removed together. The surgeon suspected that part of the malfunction may be related to the underlying anatomy and heavy calcification. Another brand of stent was utilized for this patient.